Event description:
It was reported that there was an apparent lead fracture. The lead was capped and replaced. The device was returned due to battery depletion. It subsequently tested out of specification during MFR's analysis. No pt complications were reported as a result of these events.

Manufacturer narrative:
This lead meets or exceeds 14 years of service, and no pt complications or injuries were indicated. Past experience and user facility communication establishes this is an expected lead end-of-life condition. No user facility follow up will be done. Evaluation summary: no anomalies found, proximal segment returned and analyzed. Preliminary analysis revealed a no output condition. Further analysis found high current drain caused by a leaky capacitor, confirming the reported battery depletion.